Event description:
It was reported the device had loss of output, and the patient had a heartrate of 25 bpm. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the device had loss of output, and the patient had a heart rate of 25 bpm. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed the device was programmed to odo pacing, and there was anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.